Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that a partial lead was returned. An external insulation abrasion due to friction with another device or feature of the heart was noted at 12.2 cm to 12.3 cm and at 12.8 cm to 12.9 cm from the distal tip which exposed the outer coil. All other damage found was consistent with that occurring during the explant procedure.

Event description:
This report is to advise of an event observed during analysis.